Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus and stomach during a banding procedure performed on (B)(6) 2023. During preparation outside the patient, while the device was being set-up, the end section of the suture thread was detached. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Note: it was reported that the speedband superview super 7 was intended to be used in the stomach; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of detached suture.